Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: device name#triathlonasymconeaugsz d rm/ll ; cat#5549-a-242 ; lot#aphm device name#tri ts femur sz7 right ; cat# 5512-f-702; lot# aru4t device name#tri ts baseplate size 6 ; cat# 5521-b-600 ; lot#atd3va device name#triath fem distal aug 5mm - size 7 right ; cat#5540-a-702 ; lot#izgo device name#tri cemented stem 12mmx100mm ; cat#5560-s-212 ; lot#0062826d device name#triath fem distal aug 5mm - size 7 right ; cat#5540-a-702 ; lot#jedv device name#triathlon stem extender 25mm ; cat#5571-s-025 ; lot#ke8xxx device name#triathlon cemented stem-15mm x 50mm ; cat#5560-s-115 ; lot#0064177k device name#tri post augment sz7 5mm ; cat#5543-a-700 ; lot#ygvs it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. H3 other text : device not returned

Event description:
This pi is for revision of the patient's right knee on (B)(6) 2024 ("today"). As reported: "patient underwent two poly exchanges. One was last monday one was today. Poly exchanges were due to infection. X-rays attached. No other information available due to hospital policy."